Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician felt resistance while advancing the neuron max. After the procedure, upon removal of the neuron max, the physician found that the neuron max was leaking and had become fractured 10 cm from the distal tip. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: describe event or problem. Narrative/corrected data. Results: the returned neuron max had a kink at approximately 85.0 cm from the hub. Conclusion: evaluation of the returned neuron max revealed damage at a location consistent with the reported complaint (10 cm from tip/85 cm from hub). The reported complaint stated feeling "a lot of friction during the case." If the device is forcefully manipulated against resistance, damage such as a kink may occur. There was also some polymer deformation observed at the location of this damage. If a kinked catheter is repeatedly manipulated the catheter polymer may deform to the extent that it slightly separates and leaks. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: the returned neuron max had a kink at approximately 85.0 cm from the hub. Conclusion: evaluation of the returned neuron max revealed a kinked device. The reported complaint mentioned that a lot of friction was experienced during the procedure. If the neuron max is forcefully advanced against resistance, the device may become kinked. The root cause of the experienced resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician felt resistance while advancing the neuron max. After the procedure, upon removal of the neuron max, the physician found that the neuron max had kinked and become fractured 10 cm from the distal tip. There was no report of an adverse effect to the patient.